Event description:
It was reported that the clutched arm did not open and close properly. In addition, the barrel assembly did not slide right. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "clutch arm does not open and close properly. Barrel assembly does not slide right". Visual inspection found the pump to have a right plunger case cracked. Inspection of the pump's event log revealed nothing in alarm history pertaining to customer stated problem. Evaluation revealed that the plunger lever would not open or retract and the barrel clamp rod needed grease as it was sticking. The cracked right plunger case was replaced. What caused the reported problem was the plunger gear cam was missing two teeth for the plunger lever. The barrel clamp rod needed grease. Both of these conditions were likely caused by normal wear as the pump is over 12 years old. Who caused the reported problem was determined to be normal wear.